Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove and irregular texture could not be tested due to the device condition. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery. After about 3 hours of use in the procedure, during removal of the ht bmw universal ii guide wire (gw) from an unspecified balloon dilatation catheter (bdc), the coating was noted as not smooth; therefore, the bdc and the gw were removed together with the other devices. Force was applied to pull the guide wire out of the post-dilatation balloon catheter, resulting in the tip of the guide wire separating in two pieces outside of the anatomy. It is unknown if the coating of the guide wire was peeled, scratched or removed, however, no coating had to be removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.